Event description:
This device was implanted on (B)(6) 2014 and was explanted on (B)(6) 2018 due to an advisory and recall. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)